Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient had a past medical history significant for coronary artery disease with prior stents, end stage renal disease on dialysis, peripheral arterial disease, obstructive sleep apnea, and obesity. Due to severe hypotension, rapid response team intervention was initiated and the patient was transferred to the intensive care unit and subsequently taken to the cardiac catheterization laboratory for further management. A lactic acid level prior to transfer to the catheterization laboratory was reported as 11 mmol/l. Additional laboratory values were not obtained due to the urgency of the clinical situation. While in the catheterization laboratory, the patient experienced multiple episodes of cardiac arrest requiring intubation and repeated advanced cardiac life support interventions over an approximate two-hour period. Prior to impella cp insertion, the patient was supported with dobutamine at 5 mcg/kg/min and norepinephrine at 30 mcg/min. An intra aortic balloon pump (iabp) was placed prior to impella support. Following transfer back to the intensive care unit during impella support, further advanced cardiac life support measures were required. The patient was subsequently designated do not resuscitate (dnr). The patient expired while on impella cp support. It was noted that no allegations were made against the impella. The clinical course is consistent with the patient¿s profound cardiogenic shock (scai stage¿e), severe hemodynamic instability, and refractory cardiac arrest despite escalation of pharmacologic and mechanical circulatory support. The death is conservatively being reported; however, it is more likely attributable to the patient¿s underlying critical condition, including acute myocardial infarction complicated by cardiogenic shock (scai stage e) and refractory cardiac arrest.

Manufacturer narrative:
D3 has been as this was inadvertently omitted from the initial mw submitted. Cardiac arrest/pdi: the cause of the injury was not determined due to insufficient clinical details.